Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, an alert for a high ventricular rate episode was observed. The physician was unable to view the transmission due to rf telemetry lockout. Technical support was contacted and suggested to wait until the issue resolves by itself. The patient was in stable condition.